Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 experienced an unexpected shutdown during a patient infusion. The equipment identifier is ewa 1330. It was reported that the device had been involved in an equipment incident with injury. The pump was on a patient while infusing and the patient was dependent on the medication. Hospital staff walked into the room and the screen was black; the pump had no power and was no longer infusing. There was no alarm and the nurse reports never hearing an alarm. The pump was plugged in at the time of the incident. The patient¿s blood pressure dropped but the staff moved quickly to stabilize the patient. The event date was on (B)(6) 2024. The unit did not alarm. The unit was operating in ac mode. There was patient involvement and there was injury reported. Ecmanzanares (B)(6) 2024.

Manufacturer narrative:
Customer complaint: reported that the device has been involved in an equipment incident with injury. The pump was on a patient while infusing and the patient was dependent on the medication. Hospital staff walked into the room and the screen was black; the pump had no power and was no longer infusing. Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and found the knob is broken. The customer complaint was confirmed that the device did alarm for battery issue. Performed a battery load test of 4 hours at 999 ml/hr per tsm and failed. Furthermore, tested the device on ac mode and the device ran protocol run of 4 hours at 999 ml/hr. And passed on a/c mode. Device passes the pvt functional testing. The probable cause was duplicate and found a bad battery. Placed the do not use tag onto the device. The software version on the device is 15.11.00.018. UDI label with list number 30010-04-05. Cda logs have been received and reviewed for analysis. The battery was recharged and retested the device on battery mode for 4 hours at 999 ml/hr. Per tsm and failed again. Update on 9/5/2024, according to the r&d analysis done on the clinical and diagnostic logs: the battery failed leading to catastrophic power loss during the infusion. While there was a single low battery alarm, the battery failed abruptly (perhaps only seconds after that alarm, certainly much quicker that should be the case). However, the pump was not plugged into ac at the time but was operating on battery (and had been for about 4 ½ hours). At the infusion rate, tsm indicates typical life should have been about 7 hours. Thus, confirming that the pump shut down without warning, but *not* confirming that this happened while plugged into ac main. Probable cause, bad battery. Otherwise, pump appears to be operating correctly per design. Update: repair notes: self-test passed. Visual inspection performed and found the knob is broken. Furthermore, after opening the device, found the mechanism chassis had a small crack near the I/o motor but didn't affect the I/o motor operation. The customer complaint was confirmed that the device did alarm and has a bad battery. Replaced the broken parts and retested the device. The device passed the pvt functional test. The probable cause was duplicated and found the battery bad.

Manufacturer narrative:
Customer complaint: reported that the device has been involved in an equipment incident with injury. The pump was on a patient while infusing and the patient was dependent on the medication. Hospital staff walked into the room and the screen was black; the pump had no power and was no longer infusing. Tests: self-test and visual inspection. Self-test passed. A visual inspection was performed and passed. The customer complaint wasn't confirmed that the device was alarmed and couldn't duplicate the issue. Performed a battery load test of 4 hours at 999 ml/hr and passed. The probable cause wasn't duplicate, no issues.